Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken wire. There was no report of patient involvement.